Event description:
According to the info recieved, the pt had a heavily calcified annulus and a history of severe aortic stenosis. The native valve was resected and the annulus decalcified in a "tedious process due to a "deeply-seated lacuna of calcium throughout the entire annulus." A sjm sizer set had been utilized to size the annulus and it passed through without resistance. After sutures were placed, the valve's sewing cuff was "easily" seated in the supraannular position with the valve pivot guards oriented transversely. The retention sutures were severed and the valve holder/roator was removed. Since "significant" calcium was present at the level of the commissure between the left and right cusps too close to the pivot guard, it was decided to rotate the valve. The sjm holder/rotator was utilized during the attempt to rotate and it was reported the valve was difficult to rotate once in position. The leaflets were examined and tested with the leaflet tester "without extensive force" to explore "the possibility of the valve being impinged by one of the sutures and whether this could be the cause of not being able to rotate the valve." During leaflet testing, one of the leaflets fractured. No instruments were placed through or contacted the valve during the procedure. The valve was removed and the sugeron reported the patient did not experience any adverse event due to this incident. One pledget was not found requiring extensive exploraton of the left ventricle. No pledgets were found, the search was abandoned, and a 23 mm sjm masters series mechanical heart valve (model 23 hpj-505) was then implanted. However, the patient experienced cardiogenic shock secondary to prolonged cardiopulmonary bypass, which was treated with inotropic support and intraaortic balloon pump. No additional info was received.